Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, fluid was noted to be leaking from the hemostatic valve on the sheath. The case was continued and completed with cryo. No patient complications have been reported as a result of this event.